Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous proximal left anterior descending artery. Post atherectomy with a rotapro, a 3.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 2-3 seconds, the balloon ruptured. Another 3.25mm x 20mm nc emerge balloon catheter was advanced and was attempted to be inflated once at 12 atmospheres for 2-3 seconds but the balloon ruptured. The procedure was completed with a non-bsc device with no patient complications reported.